Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via email indicating that the customer had a device related adverse event with a diagnosis of hyperglycemia. The customer recovered on (B)(6) 2015. Upon further inspection, it was discovered that the reservoir was not fully screwed in properly. No further information was provided about the incident or the customer's blood glucose value. The customer did not return the product back for analysis.